Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of leaflet 2 and in the free margins of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Heavy dense layer of host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 8-9mm. It fused leaflet 3 with adjacent leaflets at opposite commissures; it fused the free margins of leaflets 3 and 1 at commissure 1 by 4mm, leaflet 3 and 2 at commissure 3 by 2mm. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by 4-5mm. Host tissue is heavy at the stent outflow, and moderate to heavy at the stent inflow. Host tissue contributed to stenos is as well. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The patient has a history of paroxysmal atrial fibrillation and coronary artery disease. She is status post a-v node ablation with subsequent implantation of a medtronic dual-chamber pacemaker. The patient received a new full system on the left side and her old system was removed. This includes the sprint fidelis lead since it has been recalled. There was no injury to the patient.

Event description:
Reportedly an edwards valve was explanted in 2009 due to heavy calcification. The edwards valve was originally implanted about 5 years ago. No additional information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation. Device evaluation anticipated, but not yet begun.